Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In 2013 the patient underwent a total knee replacement (tkr) procedure for his right knee with a depuy synthes tkr implant was used. The exact brand of the j&j implant (attune or pfc sigma) is not known. In (B)(6) 2014 the patient underwent a revision surgery where the "round" plastic part of the original system (not sure whether it was the patella or tibial insert) was replaced. This procedure was also performed by the same surgeon mentioned about the presence of infection. Son of the patient mentioned about the debridement/washing that was performed during this procedure to clear the infection. After (B)(6) 2014 the patient was able to walk with the help of walking stick, and has been on medication since. The patient was diagnosed with hodgkins lymphoma in (B)(6) 2019 and was cured in (B)(6) 2020. Between (B)(6) 2020 and now, the patient uses a walker. According to the complainant the patient, is dissatisfied with the current situation and complainant is seeking appointments with surgeons on the corrective steps.